Event description:
It was reported that during the attempt to implant the ventricular lead the coronary sinus was dissected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal.